Event description:
User facility reported that after two failed cia tests, further investigation via hysteroscope revealed a uterine perforation. No further intervention was required.

Manufacturer narrative:
Under the precaution section found within the novasure instructional manual: it has been reported in the literature that patients with severely anteverted, retroflexed or laterally displaced uterus are at greater risk of uterine wall perforation during any intrauterine manipulation. Also, according to the IFU under the warning section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.